Event description:
Healthcare professional reported left side rupture. An MRI confirmed the rupture and showed "trace peri-implant fluid." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "trace peri implant fluid."

Event description:
Healthcare professional reported left side rupture. An MRI confirmed the rupture and showed "trace peri-implant fluid." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe this condition. ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. An MRI confirmed the rupture and showed "trace peri-implant fluid." The device has been explanted.